Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the trajectory 2 (t2) view went black. The site tried cycling views with no resolution. The t1 view was working fine. Technical services recommended to delete the exam and reload the patient from the mobile viewing stations (mvs). The manufacturer representative was able to resolve the issue was toggling to a previous imaging scan and then going back to the original image. The t2 view then became black. The length of procedure delay was unknown. No complications were reported/anticipated.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated there was no procedure delay. Navigation was reportedly completed by navigating with different views.